Manufacturer narrative:
The customer indicated, the use of a qualified company and company handpiece. The customer indicated, the use of a viscoelastic. Which is not qualified for company cartridge use. Information was provided, that the company lens 16.0 diopter, (1.5 extended depth of focus) lens was replaced with a non-company 15.0 diopter, monofocal lens model. Additional information was provided, that in the surgeon's opinion, the "optics of company lens may not work with the patient's eye". Due to the exchange of a multifocal lens to a monofocal lens, this may suggest, that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and myopia. Additional information was received that indicated prior to the iol exchange, a procedure was performed to reposition the iol with a suture. The surgeon stated the optics of the company (implanted) lens may not work with the patient's eye, therefore the iol was exchanged 29 days following the initial implant procedure.